Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported flow readings of 0 liters per minute (lpm). Although a specific cause for the event could not be conclusively determined, the events appear indicative of a potential communication issue between the system controller and the pump. The retrieved controller event log file contained events from 11dec2025 through 18dec2025. A persistent low flow hazard alarm was captured on 18dec2025 beginning at 07:39:10, when the estimated flow abruptly decreased to 0 lpm. This alarm persisted until the driveline was disconnected at 10:36:17, which is consistent with the reported controller exchange. Pump parameters, including motor power and driveline current, were otherwise stable and unchanged while the estimated flow was reading 0 lpm. The flow issue appeared to resolve after the system controller was exchanged. The cause of the estimated flow dropping to 0 lpm could not be conclusively determined based on the submitted and retrieved log files. No other notable pump events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mlp-024156 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with no flow on their system controller. This was an acute onset that occurred about 7:15am on (B)(6) 2025 that displayed on the controller as 0.0lpm with 5400rpm, power 5, and pulsatility index (pi) around 7. The green circle of life was still lit up but very dimly. When trying to download log files it would get held up when trying to download file 3 even after restarting the app, the tablet, and trying a new tablet. Eventually, files from the backup controller were downloaded successfully. An echocardiogram was used to confirm there was flow in the pump, and the system controller was successfully exchanged. The new controller displayed expected values. The exchanged controller would be returned for evaluation. The log files were submitted for evaluation which contained limited data following the controller exchange. The pump appeared to have resumed the set speed, and the files did not provide much insight as to the cause of the event. The patient was hemodynamically stable throughout the event.